Event description:
During training by a zoll medical sales representative, the device displyed a "discharge fault" message. There was no patient involvementj in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.